Event description:
It was reported that during an unknown procedure (the device was used for a demonstration), when the firing trigger was grasped slowly, the device was locked out at the sixth firing. Another device was used to complete the case. There were no adverse consequences for the patient. The doctor commented that it had a difficulty in firing, as if the clip jammed, from the third firing.

Manufacturer narrative:
(B)(4). Advancer bypass. The batch record was reviewed and no anomalies were noted during the manufacturing process.